Manufacturer narrative:
Product evaluation: the device was not returned for analysis, limiting the investigation to the review of the device history record and the field service report. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The field service report was provided and review noted that when the sacrificial joint was replaced no further issues were observed. The investigation concluded that based on the information received, the cause of the reported issue was the faulty sacrificial joint.

Event description:
A dragonfly optis catheter was advanced to the lesion, but when in live view, the vibration from the device was significant. A "pinch test" was performed which showed artifacts. When a pullback was performed, the optis integrated system failed to acquire an image. After two attempts, a second dragonfly optis catheter was prepared. After a pullback was performed with this device, the system was not able to acquire an image either. The procedure was rescheduled and completed on (B)(6) 2018 with no issues.